Event description:
(B)(4). Stabbing pains in abdomen, breast hurt as if I were pregnant, body aches inside and out, severe bloating/ weight gain,heartburn/acid re-flux, super migraines, daily head aches, numbness both arms all threw finger tips/ right elbow hurts super bad. Brain fog/ memory loss, mood swings, ringing in ears at times plugged ears. Vitamin d deficiency, food allergies, nickel allergies, swelling of ankles and feet, hair loss, dry skin, shortness of breath, neck shoulder an back lower back pain( right now as I sit here ) moving cycle,fatigue, I got something moving in my stomach like baby in there. Joint pain specially my ankles. I started getting chest pain recently rashes on arms intercourse happens like twice a month, loss of balance, appears I have fibromyalgia. Super anxiety!!!!!